Manufacturer narrative:
Continuation of d11: product ID 3888-33, lot# va227gb, implanted: (B)(6) 2019, product type: lead; product ID 3888-33, lot# va227gb, implanted: (B)(6) 2019, product type: lead; product ID 3888-28, lot# unknown, implanted: (B)(6) 2019, product type: lead. H3: analysis of the ins (s/n:(B)(6)) through visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. H6: fdc 67 pertains to the ins. Fdm 10 and fdr 213 pertain to the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33 lot# va227gb serial# implanted: (B)(6) 2019 explanted: product type lead product ID 3888-33 lot# va227gb serial# implanted: (B)(6) 2019 explanted: product type lead product ID 3888-28 lot# unknown serial# implanted: (B)(6) 2019 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received a month later from the manufacturer representative reporting that the patient will have a follow up with their physician in about two weeks.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was suspected early elective replacement indicator (eri) and high impedances. The patient was in the ER. Several electrodes showed an open circuit, but only one of these electrodes was used to deliver the therapy. Electrodes 6, 8, 11, 12, 13, 14, and 15 impedances were >10,000 ohms. Electrode 3 impedance was < 50 ohms. The patient has had no accident or fall. The patient did not complain of shocking sensation. After a couple weeks the therapy was not as effective as the time before. Telemetry with the clinician programmer was the troubleshooting performed. The cause of the event was unknown. The actions taken to resolve the event has to be decided by the physician. The event did not resolve. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 3888-33, lot# va227gb, implanted: (B)(6) 2019. Product type lead product ID 3888-33, lot# va227gb, implanted: (B)(6) 2019. Product type lead, product ID 3888-28, lot# unknown, implanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.